Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), alopecia ("hair loss"), cyst ("cysts"), insomnia ("insomnia"), abscess ("abscess") and device dislocation ("migration-yes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove essure implant and oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, anxiety, depression, feeling abnormal, alopecia, weight increased, cyst, insomnia, abscess and device dislocation outcome was unknown. The reporter considered abscess, alopecia, anxiety, cyst, depression, device dislocation, feeling abnormal, insomnia, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in removal date previous fu yes but in current fu is no. Discrepancy about essure insertion date : (B)(6) 2006 (as per summons) and removal date (B)(6) 2016 (as per summons) most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new events abscess and device dislocation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), alopecia ("hair loss"), cyst ("cysts"), insomnia ("insomnia"), abscess ("abscess") and device dislocation ("migration-yes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove essure implant and oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, anxiety, depression, feeling abnormal, alopecia, weight increased, cyst, insomnia, abscess and device dislocation outcome was unknown. The reporter considered abscess, alopecia, anxiety, cyst, depression, device dislocation, feeling abnormal, insomnia, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in removal date previous fu yes but in current fu is no. Discrepancy about essure insertion date : (B)(6) 2006 (as per summons) and removal date (B)(6) 2016 (as per summons). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils which are buried deep in the endometrial cavity'), device expulsion ('coils within the uterine cavity') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), alopecia ("hair loss"), cyst ("cysts"), insomnia ("insomnia"), abscess ("abscess") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and cystoscopy and laparoscopic supracervical hysterectomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, pelvic pain, rash, anxiety, depression, feeling abnormal, alopecia, weight increased, cyst, insomnia, abscess and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, abscess, alopecia, anxiety, cyst, depression, device expulsion, embedded device, feeling abnormal, insomnia, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in removal date previous fu yes but in current fu is no. Discrepancy about essure insertion date : (B)(6) 2006 (as per summons) and removal date (B)(6) 2016 (as per summons). Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device abnormal uterine bleeding and partial expulsion of device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: mr received: " previously reported event device migration replaced with coils within the uterine cavity. Event coils which are buried deep in the endometrial cavity and abnormal uterine bleeding added. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), anxiety ("anxiety"), depression ("depression"), feeling abnormal ("brain fog"), alopecia ("hair loss"), weight increased ("weight gain"), cyst ("cysts") and insomnia ("insomnia"). The patient was treated with surgery (she had surgery to remove essure implant on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pain, rash, anxiety, depression, feeling abnormal, alopecia, weight increased, cyst and insomnia outcome was unknown. The reporter considered alopecia, anxiety, cyst, depression, feeling abnormal, insomnia, pain, rash and weight increased to be related to essure (ess205). Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.